Event description:
It was reported that nurse received a windows error message on the arctic sun device. Nurse could not close it out so powered the device off and back on again. Now they had a disk read error asking nurse to press ctrl + alt + delete. Mis asked nurse to send device to biomed and use another means of cooling. Biomed requesting assistance in trouble shooting the device that was sent to them with alert 110 (data file not readable) and alert 45 (ac power lost). Per wo update on 31-jan-2023, biomed attempted to save default settings on the device. The device was unable to save new defaults and presented with a windows error. Mis discussed replacing the control panel. Biomed would order and replace onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed control panel. Now they had a disk read error asking nurse to press ctrl + alt + delete. Mis asked nurse to send device to biomed and use another means of cooling. Per additional information received, biomed attempted to save default settings on the device. The device was unable to save new defaults and presented with a windows error. Mis discussed replacing the control panel. Biomed would order and replace onsite. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that nurse received a windows error message on the arctic sun device. Nurse could not close it out so powered the device off and back on again. Now they had a disk read error asking nurse to press ctrl + alt + delete. Mis asked nurse to send device to biomed and use another means of cooling. Biomed requesting assistance in trouble shooting the device that was sent to them with alert 110 (data file not readable) and alert 45 (ac power lost). Per wo update on 31jan2023, biomed attempted to save default settings on the device. The device was unable to save new defaults and presented with a windows error. Mis discussed replacing the control panel. Biomed would order and replace onsite.